Event description:
Customer states that can hear the motor turning but the pump doesn't pump anything out.

Manufacturer narrative:
Investigation found that pump delivered food. Complaint could not be confirmed. Additional found that the screw boss that support the non-adjustment side of the upstream occlusion sensor has been broken. Top housing has been replaced, pump calibrated and tested. All tests passes. All alarms have been checked and worked properly (no flow in, no flow out, load set, no food and shut door alarm). Alarm dose done works correctly.